Event description:
Information received from the field does not address the patient's clinical status but notes that the device was found to be in back-up mode. Device status indicated that there was a single bit flipped. After the download procedure, the device was still in back-up mode. After a second attempt, the message appeared that there was a configuration error. A subsequent download was not successful. The physician elected to replace the device.